Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -8.50/1.0/129 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault with rotation. For status of the eye the reporter stated that the eye was first day postoperative with corneal edema and miosis from surgery. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid and residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm 13.2 implantable collamer lens of diopter -8.5/+1.0/129 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced a low vault with rotation and product nonconformity. Reportedly "very low vaulting and 90 degrees lens rotation". It was also reported "the vault was centrally very flat and peripherally even flatter. The lens turned 90° and was not stable'. On (B)(6) 2023 the lens was exchanged with the same model and power but longer length. Status of the eye: "eye was first day postoperative with corneal edema and miosis from surgery'. Additional information provided: 'pupil still in miosis from myostat, which is also the probable explanation of the low vault'. The reporter indicated the cause of the event is other. H6: medical device problem code:"2923" should be added. Claim#: (B)(4).